Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the field representative requested review of data stored by this implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed per request. Ts advised the ICD appropriately delivered anti-tachycardia pacing. The arrhythmia accelerated into ventricular fibrillation. Eight shocks were delivered but were not successful in terminating the arrhythmia. The patient reported chest pain during the episode. Ts advised the ICD was operating as programmed. This ICD remains in service. No additional adverse patient effects were reported.